Manufacturer narrative:
(B)(4). On rare occasions, the sensor wire may break or detach from the sensor pod. If a sensor wire breaks under the skin with no portion of it visible, don't remove it. Contact your healthcare professional if you have redness, swelling, or pain at the insertion site

Event description:
Patient contacted dexcom on (B)(6) 2016, to report two broken sensor wires that occurred on 07/02/2016. The sensor insertion was at the abdomen on (B)(6) 2016. There was no report of any injury or medical intervention. Two sensors were returned, both with product line sts-gl-011 and lot 5211771. The sensor with serial number, (B)(4), was visually inspected and the sensor wire was observed to be missing from the sensor pod and housing puck. The sensor with serial number, (B)(4), was also visually inspected and the sensor wire observed to be missing from the sensor pod and housing puck. The reported issue of broken sensor wire was not confirmed and the root cause could not be determined post-investigation. No additional event or patient information is available.